Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the customer's insulin pump was damaged at the reservoir o ring. Customer has issues with cosmetic damage. Customer's blood glucose level at the time of incident is 4 mmol/l. No symptoms indicated and no treatment necessary. Troubleshooting was performed and found that the reservoir was still able to lock into place. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.